Event description:
The pt felt jolting and experienced a loss of therapeutic effect. Monopolar and therapy impedances were within normal limits. The pt was taken to the operating room for evaluation of the implantable neurostimulator system breach. The hcp found that everything was working fine. The hcp believed that the scalp scar was maturing and torqued on nerve endings that were more irritated by vibration and chewing which in turn caused tingling and dysesthesia. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.